Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt contact stated there is moisture on the pump heads inside the cassette door. Peritoneal dialysis nurse reports pt had no ill effects or antibiotics administered. Effluent has remained clear. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.